Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation and the device lot or serial number was not provided. The device was reported to be activating intermittently, however, this could be confirmed due to the device no being returned. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device discarded by facility.

Event description:
It was reported that during a procedure using an ultrasonic scalpel, the "device was not activating correctly". It was later revealed that the ultrasonic scalpel was activating intermittently. There was no patient injury reported by the user facility.